Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplement report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device was making "loud noise." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.